Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The device was explanted as a result of a suspected bacterial infection. The wound was cleaned and a new device was replaced. The patient is in stable condition following procedure.

Event description:
The wound was cleaned and a new device was implanted.